Manufacturer narrative:
No button error alarm noted was noted during failure analysis. However esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been awakened by a button error alarm. Customer¿s blood glucose was 475 mg/dl. There are no buttons responding. The time clock had no problems advancing. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. She cannot troubleshoot for the high blood glucose because of the button error alarm. The pump will be returned for analysis.